Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, it was noted that coronary artery access was compromised. The valve was recaptured and the system was withdrawn to the descending aorta while angioplasty of the left main coronary artery was performed. Since the system was in the body for a longer period of time during coronary angioplasty, it was decided to use a new valve and delivery catheter system (dcs). The valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received: the coronary artery which was compromised during the procedure was the right coronary artery rather than the left coronary artery. The valve was implanted in a non-medtronic bioprosthetic valve. Per the physician, the valve in combination with the leaflets of the bioprosthetic valve caused the right coronary artery occlusion. Disruption of plaque caused additional occlusion in the distal portion of the right coronary artery. The right coronary artery was treated with angioplasty. If information is provided in the future, a supplemental report will be issued.